Event description:
It was reported by a surgeon that a vns patient had high lead impedance. The patient underwent full revision on (B)(6) 2011, where the lead and generator were replaced. Attempts will be made to obtain more information regarding patient's high impedance and to retrieve the product back for analysis.